Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada site# 27. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with: bone type iii and fair oral hygiene. The device was forwarded to the manufacturer for investigation. At the event the patient experienced: inflammation. No further patient complications were reported.